Manufacturer narrative:
The lead was returned and analyzed. Analysis revealed that the setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient has severe tricuspid regurgitation (tr) which appeared to have caused the right ventricular (rv) lead to dislodge. When the lead was removed, tissue was seen in the helix. The lead was replaced with a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.